Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause for the crack in the oscillation head was due to construction/design false and defective. This issue has been escalated to a CAPA. It was also determined that the assignable root cause for the saw head loose could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the device ball and compression spring were missing, the complete saw head was found detached from the handpiece and a crack on the oscillation head of the battery oscillator device. It was further determined that the device failed pretest for saw head ratchet, functional test, trigger and electronic control unit function, oscillation frequency and mode switch test. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.